Event description:
Patient's hip was revised.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed. Visual, dimensional and functional analysis could not be performed as the device was not returned. A review of the records and x-rays was performed by the clinician but the event could not be confirmed due to the minimal information received. Additional information such as clinical, past medical history, primary operative report, dated x-rays and revision operative reports are needed to confirm the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient's hip was revised.